Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness. The cgm was unremembered and the bg was not checked. When the patient woke, he was in the hospital after the daughter probably called an ambulance. He was treated with insulin and did not recall any further details. The length of stay was not documented. The patient was doing ok during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
This report is 2 of 4 allegations of inaccuracies that had similar event details. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. Date of event is an approximation. This medical review is to document sensor 2/4. On (B)(6) 2024, it was reported that the patient experienced loss of consciousness. The cgm was unremembered and the bg was not checked. When the patient woke, he was in the hospital after the daughter probably called an ambulance. He was treated with insulin and did not recall any further details. The length of stay was not documented. The patient was doing ok during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.